Event description:
It was reported that an ilet user attempted to pair a new dexcom g7 cgm to the ilet, but pairing failed and the sensor would not begin warmup despite attempts to toggle g6/g7 settings, reenter the pairing code, restart the ilet, move the prior ilet out of range, and use a magnet, after which the user was referred to dexcom. Symptoms included no reported adverse clinical effects and unchanged blood glucose during the events. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed an unresolved communication failure between the ilet and the dexcom g7 sensor, with the sensor not initiating warmup. It was concluded that the event involved unsuccessful cgm pairing to the ilet with no patient harm and that further assessment would depend on external cgm evaluation.